Manufacturer narrative:
At this time no portions of the lead have been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that right ventricular (rv) lead was exhibiting high pacing impedance measurements greater than 2,000 ohms. There was also no capture at max outputs. A lead fracture was suspected. A revision procedure was performed and the lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.